Event description:
Literature was reviewed regarding his bundle pacing (hbp) versus left bundle branch area pacing (lbbap) in patients undergoing atrio ventricular node ablation (avna). The authors described patient deaths; the causes of death were refractory heart failure, acute pulmonary embolism, and other unknown causes. During the avna procedure, there were acute transient threshold increases in the hbp group. One lbbap lead dislodgement occurred at one month; a conventional lead was repositioned at the right ventricle septum. In the hbp group, ventricular lead revision occurred in one patient at one-year follow-up due to a progressive hbp threshold elevation. There were patient hospitalizations due to heart failure in both groups. There were other leads which exhibited a decrease in impedance or an increase in hbp threshold. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: his bundle pacing versus left bundle branch area pacing in patients undergoing atrioventricular node ablation: a prospective and comparative study. Archives of cardiovascular disease. 2024. 117: 505¿513. Doi: 10.1016/j.acvd.2024.05.118 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.